Event description:
During a routine hemodialysis treatment, the operator experienced access needle issues. The operator also experienced high venous pressure alarms that could not be resolved. Rinseback was not performed in a timely manner and the cartridge circuit had clotted, resulting in a 210cc blood loss. No medical intervention was required.